Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Device not available.

Event description:
An operative report provided (right hip revision) mentions "the left hip was revised 3 years ago for polyethylene wear". Sales rep was able to confirm on 20/june/2019 that the revision was of stryker devices but does not have access to any further information.